Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 400 mg/dl. Customer reported that they did not feel okay to troubleshooting. Customer stated that the auto mode feature was active. The devices will not be returned for analysis.